Event description:
As it was reported by the (B) (4) study database, it was noted that the physician inaccurately placed the stent. A (B) (6) female pt was consented to the (B) (4) study. The index procedure was completed on (B) (6) 2009, and pt was symptomatic. The target lesion location was the ostium of the right internal carotid artery (r6). There was an occlusion in the contralateral carotid. Reference vessel diameter was 8mm. Target lesion diameter stenosis was 99% with lesion length 30mm. Geometry of the lesion was eccentric. Total length of stented segment was 60mm. Qualitative lesion calcification was severe and circumferential, and vessel tortuousity was moderate. Pre-dilatation of the lesion was performed. The final target lesion percent diameter stenosis was 20%. An angioguard (801814rmc/lot no. 70809503) distal protection device was used, deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of the target lesion. During delivery of the first (pc0940rxc/ lot no. 15033427) stent, it was noted that the physician inaccurately placed the stent. It was placed proximal to its intended location in the lesion. Therefore, another stent (pc0920rxc / lot no. 13330785) was implanted for treatment of target lesion. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite at baseline. The pt was discharged on (B) (6) 2008, with clopidogrel and aspirin directed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.